Event description:
The facility's pharmacist reported to baxter (B)(4) that a dehp free solution administration set had a part of the luer breaking off inside a stopcock. This occurred when the set was disconnected from the stopcock. There was a patient involved, but there was no report of patient injury or medical intervention in association with this event. The set was changed to continue therapy. There is no additional information at this time.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510 k number. The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.